Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8110 keypad tests while doing pm is not highlighting green but can hear beep sound was due to connecting issue. Tech support recommended biomed to run keypad task as standalone, issue persist. Assisted biomed to do the same for connected pc unit. Keypads are getting identified now. Reconnect to impacted 8110 pump and rerun keypad task. Keypads are getting identified for 8110 as well. Issue resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8110 keypad tests while doing pm is not highlighting green but can hear beep sound. There was no patient involvement.